Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and blood leak occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted into the patient's body and removal of the catheter, blood was leaking from the hemostatic valve. The hemostatic valve itself was not broken. Device evaluation details: on 28-nov-2023, the device was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. Visual inspection, and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed, the brim cap, hemostatic valve, and silicone ring, were placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and blood leak occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted into the patient's body and removal of the catheter,lood was leaking from the hemostatic valve. The hemostatic valve itself was not broken. Additional information was received indicating that the hemostatic valve was dislodged inside the hub; totally separated. The hemostatic valve was not dislodged outside of the hub. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. A few drops of blood loss were observed; but exact amount is unknown.